Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported clip caught on chordae could not be determined. The reported foreign body in patient was a result of the reported clip caught in chordae. The reported patient effect of failure to deliver mitraclip to the intended site as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issues. A second clip delivery system (cds 00210u156) was inserted and advanced into the left ventricle (lv). The clip was attempted to be deployed medially of a2/p2, but when the clip was opened, it was noticed that the clip was unable to be positioned as the clip had become caught on multiple chordae. There was no unintended movement of the cds while in the lv. Troubleshooting was performed, but the clip was unable to be release from the chordae. With the chordae still attached, the physician was able to grasp both leaflets; therefore, the clip was deployed. The clip was stable on the leaflets but was noted to be deployed at an unintended location. To further reduce mr, a third clip was successfully implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.